Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The physician performed the transseptal puncture and then exchanged the transseptal sheath for the watchman access system (was). The pigtail catheter was through the was and a clot was noted to be on the pigtail catheter via transesophageal echocardiogram (tee). At this time, the physician pulled everything from the laa into the left atrium and began aspirating the clot off with a syringe. The pigtail catheter was then removed from the was and more heparin was given. After a few minutes passed, something was noticed on the was for which the physician also successfully aspirated it away. The decision was made to bring the devices to the right side of the heart and wait until the activated clotting time (act) increased. Several minutes later, the act was above 250 and they finished the procedure per usual. The procedure was completed without further complications. A watchman laa closure device was successfully implanted. The patient is doing well and was discharged home the following day.